Manufacturer narrative:
The customer¿s report of tubing had a visible hole and fluid leak from tubing just below the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted three holes/tears in the sleeve tubing connected to the drip chamber. No other abnormalities were observed. Functional and pressure testing confirmed leaking out of the location of the holes/tears on the tubing. The cause for the leak was determined to be three holes/tears in the set¿s sleeve tubing connected to the drip chamber. The root cause of the holes/tears in the sleeve tubing was not identified.

Event description:
It was reported that tubing had a visable hole and fluid leak from tubing just below the drip chamber. No person was affected.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that tubing had a visable hole and fluid leak from tubing just below the drip chamber. No person was affected.